Event description:
It was reported that the zimmer dermatome was not cutting at the correct depth. Add'l clinical f/u indicated that the problem was noted during biomedical testing. The customer indicated there was no harm and there was no affect to the surgical planned procedure.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 5 yrs old and has never been returned to the MFR for repair. The visual inspection found the device displayed damage to the leading edge of the head. The thickness control lever was very loose and there was a dent on the poppet of the power switch. The control bar also had some small nicks. It was also noted that the device was outside of specifications at the 10, 20, and 30 graft settings. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.